Event description:
Pta: the target lesion was external iliac artery (side unk). The pt was male, but age was unk. There was mild calcification and vessel tortuosity, the rate of stenosis was 90%. The target lesion was crossed with 0.014" guide wire (dejavu) through 6f sheath introducer (terumo), and ivus was performed. Aviator plus balloon catheter (424-5040w, complaint product) was delivered for dilatation to treat re-stenosed stent (smart control). The balloon ruptured at 4atm during the inflation. The aviator plus was removed from the pt body without difficulty. Another balloon (424-6040w, 6mm) was used, and the procedure was completed successfully. There was no adverse event and the pt is in stable condition. No further info is available.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9610978-2009-00239. Additional info will be submitted within 30 days of receipt.